Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the delivery was complete and the nurse clamped the tubing set. It was reported that after the tubing was clamped, the tubing separated from an unspecified location. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.